Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss initially removed the screen from system and all boards were checked for damage. There was no apparent visual damage, but odor was followed to the transformer on the backlight inverter. Fss determined that the backlight inverter most likely was the cause of the issue; therefore, he replaced the backlight inverter and mounted screen to system. Fss switched on the system and it booted-up as expected. Fss found all graphical output to be correct, so he ran the system for three (3) hours without any reoccurrence of fault condition. Fss also carried out the electrical test in accordance with en60601 as well as performed the full service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of burning smell emitted from the phaco system/ from rear of the screen along with smoke, the screen went red, then dark and the system shut down. It was noted that this problem arose between treatments, that the morning treatments had completed with no delay and the incident happened when switching the system back on for the start of the afternoon treatments. It was reported that the hospital was able to switch over to their other phaco system with no delay to surgery.